Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer changed the infusion set and cartridge to address the occlusions prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause.